Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction occurred. It was reported that the customer experienced intermittent difficulty charging the pump with the wall adapter and usb cable. The customer's blood glucose level was 248 mg/dl. Customer reverted to manual injections for insulin therapy.